Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-distal area (returned). The optic was torn/split (possibly cut) into two pieces. One portion was scratched. The second portion had small cracked areas. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. The use of a viscoelastic that is not approved for the lens/cartridge combination was reported. Additional information was requested on 11/03/2010 and 11/15/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was removed due to a scratch being noted after insertion. The removal of the iol caused a longer surgery time. The use of a viscoelastic that is not approved for the lens/cartridge combination was reported. Additional information has been requested.